Event description:
It was reported that the patient was experiencing chest pain post-implant. Perforation with stable electrical parameters was observed. Lead was repositioned successfully. Patient's condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.